Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when t he patient came in for a follow-up examination, telemetry was difficult to establish and only some of the parameters were displayed. Measured data showed a magnet rate indicating rrt conditions and a high current drain.~

Manufacturer narrative:
H6-final analysis-unable to program, high current drain; mechanism-microprocessor lsi anomaly; component-lsi.